Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional five prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using six prostyle devices. Reportedly, an unknown failure occurred with all six prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.